Event description:
Per the clinic, the patient experienced pain at the abutment site and was prescribed with oral antibiotics (specific date and duration not reported).

Event description:
The device was explanted (date not reported). The patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report.